Event description:
It was reported that during a pci procedure, the tip of pt2 guidewire was separated in the pt's body. The lesions being treated were located in the 90% stenosed bifurcation of the left anterior descending (lad) artery and 1st diagonal branch. Initially, another MFR's guidewire was inserted into the lad, then the pt2 guidewire was inserted into the 1st diagonal branch. Another MFR's stent was implanted with direct-stenting in the lad. The stent was post-dilated to 14 atms. When the physician attempted to remove the pt2 guidewire from the d1, it became caught on the stent and would not move. Finally, the physician attempted to "strongly" pull, and 2cm of the guidewire tip was separated. The physician was able to retrieve the tip with a gooseneck snare. The procedure was completed with another pt2 guidewire. There were no reported pt complications. Pt status listed as "stable".